Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during preparation for a cori assisted tka procedure, they plugged in the real intelligence robotic drill to begin registration, but the console would not acknowledge the drill. They checked the prongs at the end of the cord, but did not see anything out of the ordinary. They then turned off the machine and did a full reboot, but the same thing happened again. So, they opened the backup tray, but the same thing happened once again. There was a delay of less than 30 minutes. Since there was not a second backup tray available, the case was done using manual instrumentation. Patient was not harmed beyond this inconvenience.

Manufacturer narrative:
The real intelligence robotic drill, part # rob10013, serial # (B)(6) intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Test results found that the exposure motor had failed and the encoder was unresponsive. The most likely cause is the exposure motor encoder inserted into motor is failing as a result of forces on the encoder board due to epoxy filler and adhesive. A possible material issue that is breaking the encoder solder joints. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Test results found that the exposure motor had failed, and the encoder was unresponsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
D1, d4, d10: part number updated, concomitant device updated.